Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. It was found that the tubing leading to the right cylinder broke. The pump was removed and replaced. The same issue happened in 2020. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.